Manufacturer narrative:
(B)(4). Device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on march 18, 2009, that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6)2009. According to the complainant, during the stent release, the inner sheath broke. The entire sheath was removed and the stent was deployed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.